Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. The patient is also concerned and scared that the ivc filter will fracture causing injury or death and is scared to try and have it removed due to the length of time it has been placed. Additional information from the patient¿s medical records indicate the filter was placed due to recurrent deep vein thrombosis (dvt). The filter was placed via the right femoral vein and deployed below the renal veins without any complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from a patient profile form (ppf) that the patient is concerned and scared that the ivc filter will fracture causing injury or death. He reports being scared to try and have it removed due to the length of time it has been placed. Additional information from the patient¿s medical records indicate the filter was placed due to recurrent deep vein thrombosis (dvt). The optease filter was deployed below the renal veins without any complications. Based on the additional information received, updates were made to the following sections. Additional information is pending and will be submitted within 30 days upon receipt.